Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas had a cracked screen that prevented swiping or pressing buttons, while the device otherwise functioned and blood glucose control was not affected. Symptoms included no injury and no change in blood glucose. Outcomes included no medical intervention and no hospitalization. Investigation included customer interview and internal review of the device functionality as reported by the user and inspection of the returned device. Investigation of this device revealed a damaged user interface component consistent with physical damage to the display, with no evidence of device performance failure. It was concluded, based on previously established findings for similar reports, that the cause was external physical damage not related to device manufacturing or design.